Event description:
It was reported that noise was observed via review of egms. At follow-up, low impedance was noted. Externalized conductors were found via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.